Event description:
It was reported that it was discovered that the "tip/footplate" of the craniotome device was "broken off." The reporter stated that the device was "lying in the neuro bin." The reporter was not sure if the event occurred during surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device.  The unit was evaluated and was found that the tip appeared to have been drilled off. Therefore, the reported condition was confirmed.  The assignable root cause was determined to be due improper loading of the cutter.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.